Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 02/10/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, loss of mobility, ankle fusion, foot drop, and left leg amputation. No revision operative note available, but the discharge summary indicated that the hip was revised, following recurrent dislocations, for aseptic loosening of the acetabular component, with some metal shedding. Indicated that stem was well fixed. No records available to indicate products implanted during primary surgery. Will report unknown head and liner for metal debris, and cup for loosening. It is also to be noted that based upon the implant record for the revision surgery that it appears a depuy altrx polyethylene liner was cemented into a competitor's acetabular cup during this revision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.